Event description:
It was reported that the arctic sun device, screen keeps turning off, totally black. Troubleshot as per them and fault continues. Per review of wo on 28jan2025, patient was not injured. Per follow up information received via email on 18feb2025. The device has been sent into bd-approved facility for evaluation. Issue was not resolved device will be sent to the us service center, device was not repaired. Another arctic sun was available and used for therapy, no patient impact. Per sample evaluation results on 18jun2025, during ctu calibration after replacement of the coin cell, the screen went black.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed coin cell. The device was evaluated upon receipt. 45 minutes into decontamination, control panel went black. Control panel booted up once, but every attempt after that was a black screen with audible beeps. Faulty coin cell. Coin cell was replaced. During ctu calibration, screen went black. Control panel was replaced. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: b, e, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device, screen keeps turning off, totally black. Troubleshot as per them and fault continues. Per review of wo on (B)(6)2025, patient was not injured.